Event description:
It was reported that a user newly started on the ilet pump experienced a blood glucose low of 67 mg/dl without symptoms, self-treated with approximately oral glucose, and subsequently recorded a blood glucose of 208 mg/dl without symptoms, consistent with overtreatment of hypoglycemia; education on appropriate low treatment and troubleshooting guidance were provided by customer care, including user coaching on proper oral glucose treatment for lows. Investigation of this case revealed user-related overtreatment as the likely contributor to rebound hyperglycemia, with no device malfunction reported and no alarms generated. No clinical symptoms associated with hypoglycemia and hyperglycemia reported. Outcomes included self-management at home without alarms, alerts, or need for medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was use error related to hypoglycemia treatment technique.